Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional implanted mitraclip is being filed under a separate medwatch report.

Event description:
This is being filed to report the clip interacted with a deployed clip, causing the clip to detach from the leaflets. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. A second procedure was performed on (B)(6) 2018 as the mr had increased to 4+ and it was noted the clip detached from the leaflet and remained attached to the other leaflet (single leaflet device attachment (slda). A clip delivery system (cds) (lot 81004u249) was advanced in order to stabilize the slda however it interacted with the slda clip, causing the clip to completely detach and embolize. The clip was not implanted and the cds was removed from the patient anatomy. Another cds was implanted, reducing the mr to 3. No attempt was made to retrieve the embolized clip and it remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents from this lot. All available information was investigated and the reported device causing damage to another device appears to be a result of user technique/procedural conditions of positioning the clip. The clip interacted with the previously implanted clip, causing the implanted clip to detach from one leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information received noted a third procedure was attempted on (B)(6) 2018. A portion of the posterior leaflet was noted to be missing. It was determined that it likely ripped off when the clip completely detached and embolized. No additional information was provided.